Event description:
Reporter stated customer obtained a result of 2.1 inr on the coaguchek xs system. No action was taken based on this result. The next day at an unknown time, a lab test returned as 12.2 inr. The customer was admitted to the hospital the following day based on the lab result. No specific treatment was reported. It is not known how long the customer was in the hospital. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.